Manufacturer narrative:
The user experienced a low blood glucose event requiring emergency department evaluation and treatment with sugar water. No additional information regarding device behavior or circumstances leading to the event could be confirmed based on available follow-up. A follow-up MDR will be submitted if new or clarifying details become available.

Event description:
On 14-nov-2025 the user¿s spouse reported that on (B)(6) 2025 the user experienced hypoglycemia with a bg of 27 mg/dl. The user received oral carbohydrates prior to being transported for further evaluation. The user was taken to the emergency department, treated with sugar water, monitored for approximately five hours, and discharged the same day in stable condition.